Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and it was described that a little white gasket or valve was pushed into the sheath; therefore, nothing was able to get through. The sheath was replaced, and the procedure was completed successfully. There was no patient consequence. The device was inspected, and the valve appears pushed into the hub. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, scratches and stress marks on the surface of the valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the valve cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however this cannot be conclusively determined. Manufacturer's reference # : (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 00001045 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo 8.5f bi-directional guiding sheath ¿ large and it was described that a little white gasket or valve was pushed into the sheath; therefore, nothing was able to get through. The sheath was replaced, and the procedure was completed successfully. There was no patient consequence. The event was assessed as an obstructed sheath and therefore, not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the product for evaluation on (B)(6) 2018, and it was noted that the valve appeared pushed into the hub. This finding was assessed as not reportable. The sheath does not allow introduction of the device so it will need to be replaced. The most probable consequence was a procedure delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The hemostatic valve was sent to scanning electron microscope (sem) for further analysis. The scanning electron microscope (sem) results on (B)(6) 2018 showed evidence of mechanical damage, scratches and stress marks on the surface of the valve. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The product analysis lab (pal) analysis showed that the integrity of the device was maintained. The most likely consequence was an intraprocedural delay, and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Therefore, the sem results was assessed as not reportable. After further internal review and evaluation on (B)(6) 2019, it was identified that this event was a hemostatic valve separation and therefore has been reassessed as a reportable event. The product analysis lab findings remain assessed as not reportable, since they do not see actual severe damage to the gasket. The assessed malfunction is "functional" with the integrity of the gasket preserved. Therefore, the event was re-assessed as reportable while the product analysis lab finding was not. The awareness date for the hemostatic valve separation is (B)(6) 2019.